Manufacturer narrative:
Device monitored for several days and no blank display noted. Device passed the displacement test. Device received with normal operating current and unexpected restart error test. No unexpected restart error anomalies noted. Device passed self test. Device passed off no power test. No damage on the lcd isolation tape noted. Device received broken battery tube threads. The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose levels of 438mg/dl. Insulin pump had unexpected restart alarm. Customer able to complete rewind. Customer was treated with syringe. Customer declined troubleshoot for high blood glucose. The product will be returned for the analysis.